Event description:
When md first engaged electrode, there was a flash, assumed tissue, removed and saw plastic melted and smoking. No issues with patient - used another with same lot - worked ok and finished case. FDA safety report ID # (B)(4).